Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced undersensing. It was further reported that the icm experienced false pause due to undersensed r-waves. The icm remains in use. The icm is scheduled to be re-programmed. No patient complications have been reported as a result of this event.